Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the devices tip. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. Stent crimp marks were visible on the balloon material indicating that the balloon had been crimped in the correct location during manufacturing. A visual and microscopic examination of the stent found that it had moved 16mm distally from the most proximal crimp mark. The stent struts at the proximal end of the stent were severely bunched and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. At the distal end of the stent it was noted that the struts were raised. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The complaint device is compatible with a 5fr guide catheter with an inner diameter =0.056 inches (1.42 mm). The device was received inserted through a 6fr guiding catheter. It was noted that the material at the distal end of the guide catheter was torn. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found that the shaft polymer extrusion was kinked at various positions along its length. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The above 90% stenosed target lesion contained >45 and <90 degree bend and was located in the tortuous and moderately calcified mid and distal left anterior descending (lad) artery. A 3.00x32mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The physician removed the stent and noted that stent displacement occurred on the balloon but the stent body was not detached from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The above 90% stenosed target lesion contained >45 and <90 degree bend and was located in the tortuous and moderately calcified mid and distal left anterior descending (lad) artery. A 3.00x32mm promus element drug eluting stent was selected for use and advanced but failed to cross the lesion. The physician removed the stent and noted that stent displacement occurred on the balloon but the stent body was not detached from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.